Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the self drilling 12mm eagle/swift screw revealed that ½ turn of the thread material had been peeled from the screw. The thread burr remains attached to the screw. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted on the device family based on similar geometric thread design and functionality. This analysis found no emerging trends. The root cause cannot be positively determined however a potential root cause may be that the screw was inserted at such an angle that it may have come in contact with the plate or bushing, leading to excessive interference between two, causing the thread to shear. No corrective and preventive action (CAPA) is necessary at this time as there have been no issues identified with the manufacturing of this screw. No systemic trend observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was putting on a swift plus plate using his usual technique. He used the retractor style drill guide and drilled with a 12mm drill bit followed by a 12mm self-drilling screw. When the screw was almost fully seated, the surgeon noticed a metal shaving from the screw between the screw and locking cam. He removed screw with the metal shaving still attached and replaced it with an oversized 12mm screw. No further issues.